Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the platform of the implant at tooth location #19 was damaged during the final restoration process. The general dentist could no longer restore and deliver the implant crown. No alternative but to remove the implant and begin a new one. A new implant was placed to complete the procedure.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. Zimvie received the reported implant for evaluation. Visual evaluation was performed, damaged drive feature has been identified. DHR review was completed for the subject lot number 2020040554. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020040554 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, device malfunction did occur. The drive feature have been identified as damage. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.